Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that leakage occurred during use with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter, "the product leaked at the head of the syringe where it connects to the needle, medication leaked out onto the patient - it was a vaccine; there was no adverse event as a result. The patients did not receive the full vaccine at that time but agreed to get re-vaccinated." 1 of 2 complaints.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter, "the product leaked at the head of the syringe where it connects to the needle, medication leaked out onto the patient - it was a vaccine; there was no adverse event as a result. The patients did not receive the full vaccine at that time but agreed to get re-vaccinated." 1 of 2 complaints.